Manufacturer narrative:
Enhanced imaging analysis consisting of scanning electron microscope (sem) revealed that the two balloon applicators from lot # 01811131 failed due to an external object protruding the surface of the balloon (i.e., syringe, scalpel, etc.). The third balloon applicator from lot # 01810162 could not be confirmed for its failure cause. The failure analysis concludes that user error contributed to the failure of the two devices from lot # 01811131 and that no root cause is confirmed for the single device from lot # 01810162.

Manufacturer narrative:
Device failure analysis is still under investigation. Final report is pending. Device lot numbers, manufacturing, and expiration dates are given below: lot # 01810162 (2 devices), manufacture date: november 2018, expiration date: november 2021. Lot # 01811131 (1 device), manufacture date: december 2018, expiration date: december 2021.

Event description:
Treating clinical site located in (B)(6), reported the failure of three 3-4 cm balloon catheters being used to treat patients undergoing intra-operative radiation therapy (iort) for breast cancer. The treating facility reported that two such devices ruptured in the patient while the physician attempted to inject sterile water into the device. The third device was being prepared to be used in a second patient but had ruptured while attempting to pre-inflate the device before being used in the patient. All three devices were returned to the manufacturer for failure analysis. Both patients sustained no injury and both patient procedures were completed with backup 3-4 cm balloon catheters from the manufacturer. Internal complaint number: (B)(4).